Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of inability to grasp the leaflets reported for this lot. The patient effect of thrombus is listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This clip delivery system report is being filed for the thrombus noted during the procedure. It was reported that the mitraclip procedure was performed in a patient with ischemic/functional mitral regurgitation of grade 3+ and an extensive medical history including deep vein thrombosis and atrial fibrillation. During the procedure multiple, unsuccessful attempts to capture both the anterior and posterior leaflets were made as the leaflets were reportedly not large enough to grasp. The procedure time was prolonged due to this inability to grasp the leaflets. The procedure was aborted when a thrombus like material was noted in the left atrium. Thrombus had not been noted on the pre-procedural tee. No clips were implanted and there was no change in mr. There was no further treatment for the mitral valve regurgitation. The thrombus resolved with administration of a heparin drip. The patient was discharged home three days later. There was no additional information provided.